Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet while driving, and readings returned before troubleshooting could begin. No adverse clinical symptoms reported. Outcomes included no reported impact to health and no alarms on the ilet. User support included user education and basic troubleshooting readiness, which concluded without active intervention once data resumed. Investigation of this case revealed a transient signal loss between the ilet and the dexcom g7 with subsequent spontaneous recovery, and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent loss of communication.